Event description:
It was reported that the patient developed an infection following the generator repositioning surgery, which was reported in MFR. Report # 1644487-2014-02827. The patient was started on antibiotics. It was later reported that the infection is under control.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.